Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previous medwatch report filed, additional information received: on (B)(6) 2015, the patient started experiencing acute congestive heart failure (chf) exacerbation with accompanying shortness of breath (sob), chest pain, and increased mitral regurgitation (mr). Per the study physician, chf, sob, and chest pain were remotely device related and increased mr was due to disease progression.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of worsening mitral regurgitation (mr), heart failure, angina (prolonged) and dyspnea are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. The investigation was unable to determine a definitive cause for the reported patient effects of chest pain (angina), shortness of breath (dyspnea) and congestive heart failure. The reported worsening mr appears to be related to patient morphology/pathology (disease progression). Although a conclusive cause for the reported patient effects of chest pain, dyspnea and heart failure, and a relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. One of the other mentioned mitraclips is filed under medwatch report number 2024168-2015-05769.

Event description:
This mitraclip report is filed due to the heart failure and increased mitral regurgitation occurring over 4 years post clip implantation, requiring hospitalization and intervention. It was reported that on (B)(6) 2011, two mitraclips were implanted in a patient with functional mitral regurgitation (mr), successfully reducing the mr from 4+ to 1+-2+. On (B)(6) 2015, the patient started experiencing an acute congestive heart failure (chf) exacerbation with accompanying shortness of breath (sob) and chest pain. On (B)(6) 2015, the patient was hospitalized and medication was given. On (B)(6) 2015, a trans-thoracic echocardiogram was performed displaying severe mr. The clips remained well seated. On (B)(6) 2015, 2 clips were implanted reducing mr to moderate. The patient remained asymptomatic and on (B)(6) 2015, the patient was cleared for discharge, but remained hospitalized for non-medical reasons until discharge on (B)(6) 2015. There was no additional information provided